Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) it was found that haptic broken/torn/missing and lens optic broken/cracked/split/torn. When the iol was being inserted, there was patient contact noted. Company injector had also been used. Additional information has been requested however no further information provided.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and stated that lens found folded once inserted, then tore.

Manufacturer narrative:
Corrected information provided in h.6. And h.11. On initial MDR the FDA component code of go5006 was an error. It should have been g04044 on the original MDR. Additional information provided in h.3., h.6. And h.11 a non-healthcare professional reported that during the intraocular lens (iol) it was found that haptic and lens optic found to be broken when the iol was being inserted. There was patient contact noted. Company injector had also been used. Additional information has been requested however no further information provided. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.